Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. For this complaint, the device history record was reviewed. The screw placement of the devices was reviewed. As seen in the received picture, the screws were placed far enough from the osteotomy. The design was performed correctly according to the work instructions and using the correct planning file with planned and correct resection levels. No issues were detected at the level of design from the device and quality check. The screws were not located particularly low on the mandible and no infection cases were received for genio cases where the screws were placed lower on the mandible. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an implant removal due to pain. The patient was initially implanted with an unknown genioplasty plate on (B)(6) 2018. Post-operatively, the patient experience a bit of pain around one month and the surgeon had been monitoring it before it was removed recently. The bone on the right side of the mobilized segment of the chin had osteomyelitis and infection was present around an unknown screw location. The surgeon believed that this was because an angle of the barrels on the guide was facing too inferior to the posterior border of the mandible. Moreover, the barrel needs to leave more room between the screw and the lower border of the mandible. The removal was successfully completed with no surgical delay. The patient was in stable condition. This complaint involves six (6) devices. This report is for one (1) 1.85mm ti matrix screw self-tapping/6mm. This report is 1 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.